Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, implant is painful and itchy and exchange from textured to smooth due to the concerns of the product.

Event description:
Patient reported right side rupture, "implant is painful and itchy", and exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint.

Event description:
Health professional reported the device has been explanted.